Event description:
The needle was being used during shoulder surgery. The tip of the needle broke off and could not be located. It is believed to be located in the superior portion of the rotator cuff. The surgery was completed.